Event description:
The customer reported the sys did not xray. There was possibly a temperature increase on the c-arm. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep disassembled the x-ray cell and reactivated the temperature. The sys operates as intended.